Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
A peripheral procedure was performed with a csi orbital atherectomy device (oad) and viperwire. Target lesions that were nearly 100% stenosed were located in non-tortuous sections of the distal popliteal, peroneal, posterior tibial, and anterior tibial arteries. The lesions were 5cm long in the popliteal artery and 10cms in the remaining arteries. After atherectomy had been completed and the oad removed, a scoring balloon was passed over the viperwire. It was noted that appropriate technique was not performed as there was difficulty pushing the balloon catheter due to added slack in the guide wire. After the use of the scoring balloon was completed, it was observed that the viperwire tip had broken off and was located in a side branch. The physician made the decision to not attempt to snare nor remove the viperwire, and the fragment remained in the patient. The procedure was reported to have been completed with percutaneous transluminal angioplasty, and there were no patient complications reported following the procedure.